Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx closure device was implanted. At the routine 45-day follow-up, and at every subsequent follow-up, a small thrombus has been observed at the face of the closure device near the threaded insert. The patient's medications have been adjusted 3-4 times without resolution. The next expected change will be to pradaxa. Surgical intervention is being considered for the future. It was further reported that transesophageal echocardiogram (tee) at the 45-day follow-up revealed no thrombus. However, one year later the patient was scheduled for cardioversion and imaging prior to the procedure showed a device related thrombus on face of the closure device near the threaded insert. Two additional tees were performed since the thrombus discovery which showed no change to the thrombus. The physician is considering use of an angiovac to remove the thrombus; however, no formal future plans have been made.

Manufacturer narrative:
Event date estimated as implant date was unknown but in 2021 and event was discovered at 45-day follow-up appointment. Estimated as it is know to have been implanted in 2021, but exact date unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx closure device was implanted. At the routine 45-day follow-up, and at every subsequent follow-up, a small thrombus has been observed at the face of the closure device near the threaded insert. The patient's medications have been adjusted 3-4 times without resolution. The next expected change will be to pradaxa. Surgical intervention is being considered for the future.